Event description:
A customer reported a problem with the display on their insulin pump, which affected their ability to interact with and read the screen. There was no reported impact on the customer's blood glucose level as the caller declined to provide their blood glucose at the time of the event. To resolve the issue, the customer's pump was to be replaced, and they were instructed to use multiple daily injections (mdi) as a backup therapy. The technical support team confirmed the shipping address and guided the customer on putting the faulty pump into storage mode before returning it with a pre-paid label within ten days.